Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead product ID 977c265 lot# serial# (B)(4) implanted: 2018-(B)(6)explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's weight was unknown. The system was removed. The device was not going to be returned to manufacturer as the customer discarded it. The information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the ins system was explanted after the hcp noticed an area that looked like it may be infected. It was noted that the issue was now resolved. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977c265,serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2022, UDI#: (B)(4); product ID: 977c265, serial/lot #: (B)(4), ubd: 21-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had a planned lead revision to add another lead to the system. The rep reported that the healthcare provider (hcp) inspected the patient¿s back and underneath the bandage noticed there was some pus and removed the bandage. The rep reported that upon further inspection and applying pressure, the tail of the lead was visible. The rep reported that the patient had surgery on (B)(6) 2018 to explant all components from (B)(6) 2018. No further complications were reported.